Event description:
It was reported that the pump's usb port was damaged with fluid resulting in difficulties charging the pump. There was no adverse impact the customer¿s blood glucose. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.